Manufacturer narrative:
Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the ro marker in the proximal section on the body of the balloon. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. Based on the device analysis and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, and no abnormalities were reported during the assembly process. It is possible that the factors encountered during the procedure, the technique used by the physician and/or the interaction with the scope could have caused that the balloon had a pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the common bile duct (cbd) stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloons would inflate to 9 atm but would not fully inflate to 12 atm as it would burst/pop/break. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the common bile duct (cbd) stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloons would inflate to 9 atm but would not fully inflate to 12 atm as it would burst/pop/break. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.